Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the products said to be involved confirmed the report. The two devices were returned with the baskets fully retracted. Device number 2 was observed with hair-like debris at the distal end of the catheter. Debris of similar likeness was also observed in the pouch. During a functional test of the two devices, neither basket would move when the handles were manipulated. Device number 1 had a grinding feeling inside the handle and device number 2 had resistance. Both handles had stiffness and barely moved. The devices were disassembled and it was noted that the drive wire had separated from the handles and nesting was observed in the purple hub. In device number 1 the drive wire cable was bent proximal to the broken solder joint. For further evaluation of the drive wire cable and basket, the catheters were cut to push the drive wire cable out of the sheath. The baskets were fully formed and intact, but discoloration and a dark red/brown substance resembling blood can be observed on both. In device number 2 the drive wire was bent distal to the broken solder joint. Solder was present on the handle cannula at the joint in both devices. No other anomalies were detected with the devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The instructions for use also indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used two (2) cook memory ii double lumen extraction basket. The basket handles did not work. This event was not reportable. The device was received on 13-jan-2020 and it was noted that the drive wire was disconnected from the handles with it nesting inside the purple hub which changes the reporting decision to reportable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.